Event description:
It was reported that exit block was noted, also increased thresholds and impedance. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal.